Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized for three days for the hernia. Treatment was not reported. At the time of this report, the patient was recovered. Peritoneal dialysis therapy was ongoing. No additional information is available.